Manufacturer narrative:
One device was returned for evaluation. The introducer needle was returned for evaluation without the anchors or suture. The device was visually evaluated and the following was observed; the depth straw has been trimmed to the surgeons desired length approximately 4.92¿, the deployment knob is on the post-deployment position. The device was functionally tested by actuating the deployment knob which was successful. A review of the nonconformance database did not identify any issues during the manufacture of the device. The case details reported that t1 and t2 failed to deploy. However, the returned sample was returned without sutures or anchor. The failure mode is unconfirmed, and the root cause is unknown as there is no problem identified with the returned device. No additional action is required. (B)(4).

Event description:
It was reported that during a lateral meniscal repair procedure using ultra fast-fix assembly - curved both t1 and t2 failed to deploy. There was no damage noted to the packaging. The implants did not come off the insertion needle; the entire device was able to be removed from the patient. There was a procedural delay of 22 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.